Event description:
Pt presented to physician office in 2001 complaining of beeping tones from the ICD. Interrgation showed extended charge time of 18.38 secs, normal function with extended charge time. There were three nonsustained events. No treated events. Consultation with medtronic recommended that the device be explanted due to early battery depletion.